Event description:
The customer reported via phone call that they experience high blood glucose. Customer's blood glucose was 500 mg/dl. Troubleshooting was declined due to high blood glucose. Customer stated high blood glucose was due to loss of report on the screen. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.